Manufacturer narrative:
This report is submitted august 23, 2019.

Event description:
Per the clinic, the patient experienced a performance decrement, discomfort and subsequent loss of connection to the internal device. Subsequently, the device was explanted on (B)(6) 2018. It is unknown if the patient was reimplanted with a new device as of the date of this report.